Manufacturer narrative:
A definitive root cause could not be determined with the limited information provided by the customer. The calibration and quality control data were acceptable and the repeat results were correct, so a reagent related issue did not seem likely.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial result was 0.276 miu/ml and it was not reported outside the laboratory. The customer repeated the sample on the original analyzer and the result was 10000 miu/ml accompanied by a data flag. The sample was then repeated on another e411 analyzer, serial number not provided, and the result was 10000 miu/ml accompanied by a data flag. >10000 mui/ml was reported outside the laboratory. There were no adverse events. The hcgb reagent lot number was 169563 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).